Event description:
Client developed bright redness and severe edema of the wrist she wore it on. She had a perfect outline on her skin of her wrist of where she had wrist support touching her skin. Spouse tells co she is not allergic to latex on metals which are items of the device along with materials not published in manufacturer's brochure. Client did have to go to dr's office for eval and further medical treatment as antibiotic therapy.